Event description:
It was reported that crosstalk was noted on the ventricular lead during atrial pacing. The patient has an lvad. Following implant, the patient went into asystole while being monitored. Upon interrogation, crosstalk was was observed as well as increased capture thresholds on the lv lead. Device header issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.